Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
It was reported that the customer has been experiencing low blood sugars. Customer was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 53 mg/dl. Caller stated that the customer had nausea and was vomiting prior hospitalization. Nothing further was reported.